Event description:
No osseointegration, primary stability was achieved, implant was completely covered by bone, biomechanical overload, bleeding, inflammation, mobility. Patient ate on side of implant (he forgot).